Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The implanted device battery depleted normally, but the programmer overestimated the device longevity during a follow-up appointment in (B)(6) 2016. The ICD was replaced and the patient was stable.